Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found no issue with the function or operation of the table. The reported event could not be duplicated. Based on the description of the event and the technician's inspection, it is likely that the reported event was caused by an obstruction stored below or around the table. The table may lift from the floor as described in the reported event should an object obstruct the tabletop from being lowered when commanded. The 3085 sp surgical table operator manual states, "warning: tipping hazard: during an articulation if the tabletop sections contact an obstruction, the table may tip. Before lowering either the tabletop or individual sections, remove possible obstructions. Do not allow leg section, when lowered, to contact the floor." Unrelated to the reported event, the technician did observe a hydraulic manifold leak and that the override switch was damaged. The technician completed the necessary repairs. The table was then tested, confirmed to be operating according to specifications, and returned to service. The table was manufactured in 2011 making it approximately 14 years old. The table is not under steris service agreement for maintenance. The facility is responsible for all maintenance activities. Steris offered counseling on the proper use and operation of the 3085 sp surgical table; however, the user facility has not responded to multiple attempts. No additional issues have been reported. UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure, their 3085 sp surgical table began to tip and lift from the floor. The table and patient were stabilized, and the procedure was completed successfully. No report of injury or procedure delay.